Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported that fluid/blood leaked from the bd nexiva¿ closed IV catheter system with bd maxzero¿ needle-free connector septum during use. The following information was provided by the initial reporter: fluid and/or blood is coming out of the IV port.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 01-may-2023. H6: investigation summary bd received a used 18 gauge nexiva unit from lot 3059803 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed blood present between the grey canister and the wall of the catheter adapter. This was indicative of a possible leak. Next, the device was microscopically inspected and it was determined that the canister was misaligned inside of the catheter adapter and the primary septum was positioned incorrectly causing a portion of it to be pinched between the canister and the wall of the adapter. Additionally, it was determined that the wing adapter had some deformation to it that led to a dent on the canister. Finally, given the positioning of the septum it was likely that it did not create a full seal causing fluid to leak past and out of the septum. Therefore, based off the visual/microscopic inspection the engineer was able to verify the reported defect. It was determined that the root cause of the leakage was a deformed canister and the positioning of the primary septum. These were both manufacturing defect caused during the assembly process.

Event description:
It was reported that fluid/blood leaked from the bd nexiva¿ closed IV catheter system with bd maxzero¿ needle-free connector septum during use. The following information was provided by the initial reporter: fluid and/or blood is coming out of the IV port.